Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to power up.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted c10 capacitor on the c/a board. The root cause for the shorted capacitor could not be positively identified. No adverse event resulted from the defective monitor.